Event description:
Epidural catheter inserted by md prior to delivery. Baby delivered without problem. Rn and md attempted to remove epidural catheter. Md removed catheter, but blue tip broke off & possibly remained in between vertebre. Tip of catheter is sterile. Md had x-ray done & follow up with spine specialist. No trauma at catheter site. Md discussed situation w/general surgeon.